Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated beyond the wall of ivc and abutted the ureter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately a month post filter deployment, patient presented with right inguinal pain and epigastric pain. Subsequent CT revealed patient found to have a small pulmonary embolus in right lung, multiple bilateral lower extremity dvts. Same day another CT was performed. It revealed acute pulmonary emboli, bilateral lower extremity deep venous thrombosis and positive for a small burden of pulmonary emboli in the right lung base. There was identification of small filling defects seen in the right superior segment pulmonary arterial branch marked with an electronic arrow, particularly on image number 65 and 66. This was probably a low burden of emboli as the patient does have an inferior vena cava filter and perhaps the filter may be catching some of them. Eventually a day later CT revealed, acute dvts in lower extremities as well as a small right-sided pulmonary embolus. Approximately six years later patient presented with right flank pain and hematuria. Subsequent CT revealed the ivc filter prongs project beyond the expected wall of the ivc and one of the prongs abuts the margin of the ureter. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2013). (Result), (conclusion).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated beyond the wall of ivc and abutted the ureter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.